Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the reported condition of a cut tube was confirmed. The cause of this issue is unknown. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation, of a returned sample, it was identified that the administration set had tubing which was cut. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if additional relevant information becomes available, a follow-up will be submitted.